Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic duodenal switch, the device was not sealing well and had lots of bleeding. A competitors product was used for most of the case. The patient was brought back to the or hours after the procedure for a reoperation due to bleeding on the mesentery. The post-operative bleeding was less than 250 cc. There was no blood transfusion required.